Manufacturer narrative:
The device involved in the complaint was not returned to the MFR, as it was discarded by the facility. As no lot number was provided, the date of manufacture could not be determined. Testing of retained samples revealed that the complaint regarding the change in color of the cannula prongs was confirmed, however the testing could not confirm a change in size. This is final report.

Event description:
A report was received from a hospital that "sometime in (B)(6) 2013" a respiratory therapist noticed that the cannula, which had "been on a patient with a heated circuit set at 37 degrees celsius for approximately three days" appeared to have changed color and shape, the prongs getting "wider in size." This increase in prong diameter caused occlusion of the patient's nares. The "directions for use" for this particular cannula recommend only a 60-80% occlusions of the nares. The staff removed the cannula and replaced it with a new one. Per the staff as of (B)(6) 2014, the patient was "stable" and no longer using a cannula. The event was not formally documented at the hospital.